Manufacturer narrative:
(B)(4). Date sent: 5/7/2021. H2: additional information received: photo was not received for review for this event. Photo analysis was instead reported on (B)(4).

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information received: photo was received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported by the customer, that "the wrapper had puncture holes. The box arrived in perfect condition." There were no patient consequences reported.